Event description:
The facility's biomed engineer dept returned the device for svc with a report of "syringe pusher not engaging". The device was reported to be found in the facility's central storage area with this report. According to biomed, no pt injury or need for medical intervention has been reported. No additional contact info was provided.